Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer's daughter reports that customer is not able to hear the alerts beeping on his new insulin pump. It is reported that customer was hospitalized in (B)(6) 2014 with blood glucose of over 600 mg/dl due to customer not being able to hear the alarms. Customer's daughter states she will change insulin pump to vibrate instead. No further information provided.